Manufacturer narrative:
Investigation results: a visual inspection of device showed that the silicone outer coating and latex balloon material were torn. The complaint is confirmed.

Event description:
The hosp reported that in the past couple of months during a saphenous vein harvesting procedure, the balloon on the short ports were not inflating properly. Replacement units were used to complete the procedure. The hosp did not report any pt complications. In 2004, failure analysis investigation found that the silicone cover for one short port was torn. The second short port was observed to have the latex balloon torn. These are reportable failure modes.